Event description:
Rptr stated, in a meter-to-health care provider meter, back-to-back comparison, the blood glucose results were 149 and 199 mg/dl respectively. Control solution test was 114 (87-130) mg/dl. Rptr was not experiencing any symptoms.